Manufacturer narrative:
Carefusion complaint number: (B)(4). Results of investigation: carefusion was able to verify the reported issue. Visual inspection revealed component jp4 of the power flex was damaged. Pin2 of jp4 was burnt. Carefusion replaced the power flex to address the reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the unit had a burnt lemo connector and the pin was stuck in the ac adapter. It is unknown at this time whether or not there was any patient involvement associated with this complaint.